Event description:
It was reported that the monitor on the 9800 system went dark during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor was replaced during the svc call. The system was tested and found to be working as intended, and placed back into service.